Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("symptom of bloating") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the abdominal distension outcome was unknown. The reporter considered abdominal distension to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.